Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial tray component; unknown knee femur component; unknown knee tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
It was reported that patient complained of knee pain after falling while playing catch with his grandson. After x-ray it was found that his tibia has collapsed and become loose at the bone to cement interface. Cement manufacturer is unknown. The implants were implanted on the date stated. Due to being such a long time since the original date the computer records for the implants were not available. The implants were identified as old pfc implants. But no catalog or lot numbers were visible. The femur was removed. It was well fixed. The tibia was loose due to him falling. It was removed by hand. The patella was found to be in satisfactory condition and was not removed. A new tc3 implant was implanted and patient was stable in a full range of motion. Patella also tracked well. Doi: (B)(6) 2006; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4).